Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel dissection occurred. The target lesion was located in the ostial left main to proximal left anterior descending artery (lad). A 4.00 mm x 16 mm promus element stent was deployed. In the process, the distal of lad got dissected. It was then covered with an unspecified size taxus liberty stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).